Event description:
This is the second of two reports (same pt, similar product problem, different products/catalog number). This report is in reference to the 1104g (post craniotomy subdural pressure monitoring kit). It was reported that a 1104bc (intracranial pressure monitor kit w/cranial access kit) was sued and the catheter was implanted on (B)(6) 2011 and was placed on the right frontal side of the pt's head. The catheter was zeroed prior to insertion. The initial intracranial pressure (icp) reading was 30mmhg and it had a good waveform. The icp reading then started to drift. It went down to 20mmhg and then down to negative icp readings, as fas as -30mmhg within a few hours after the catheter was implanted. The icp reading then started to go back up again to 30mmhg and the waveform was again good. On (B)(6) 2011, this first catheter was removed, a right hemicraniectomy was performed, and a second catheter (1104g: post craniotomy subdural pressure monitoring kit) was placed. The 2nd catheter was reported to being a subdural catheter that was "tunneled and placed on top of the dura" on the right said of the pt's head. The 2nd catheter gave an icp reading of 15mmhg and the pt was sent back to the intensive care unit (ICU). However, the catheter then gave a negative reading. The 2nd catheter was also removed on either (B)(6) 2011. It was reported that currently, the pt is awake, alert and oriented. Both catheters were discarded and were not available for evaluation. The lot numbers for both catheters are unk. At the time both catheters were used, they were tested/checked with 3 different monitors and had the same results. Cross referenced to manufacturer report number: 2023988-2011-00049.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.